Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina, myocardial infarction and stenosis are listed in the xience v instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v (3.5x12mm, 3.5x28mm, 3.0x15mm, 3.0x8mm) other: aspirin, plavix, coumadin, lisinopril, toprol xl. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x15mm xience v stent, referenced is filed under MFR# 2024168-2015-03665.

Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm, 3.5x12mm and a 3.5x28mm xience v stent was successfully implanted in the left main coronary artery (lm) complex ((left main, proximal left anterior descending (lad), proximal circumflex (cx)) coronary arteries. A 3.0x15mm and 3.0x8mm xience v stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015, the patient experienced extreme dyspnea and coronary angiography noted in-stent restenosis in the left main (3.5x28mm xience v) and proximal cx (3.5x12mm xience v) stents. A coronary artery bypass graft procedure was performed on (B)(6) 2015. (MFR # 2024168-2015-02293, 2024168-2015-02292). On (B)(6) 2015, the patient experienced chest pain. On (B)(6) 2015, the chest pain continued, the patient developed a cough and was hospitalized. Elevated cardiac enzymes were noted and a myocardial infarction (mi) was diagnosed per electrocardiogram (ECG). The patient was compliant with dual anti-platelet therapy (dapt) medications; however, had discontinued lasix one week prior to the event. Diuretics were provided. Reportedly, all the left main complex stents contained 95% re-stenosis and the mid right coronary artery stents contained 50% re-stenosis. There was no thrombus. On 06/06/2015, the mi resolved without sequela and the patient was discharged home. There was no additional information provided.